Manufacturer narrative:
Product complaint: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete the lot number is unknown.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the mechanism in the customer's penetrating grasper straight that opens and closes the jaw broke when passing suture threw the graft. The sales rep stated that nothing broke in the patient. The procedure was completed with a different technique, the rep did not know what type of technique was used. There was no patient harm or surgical delay to the case. The sales rep was not present for the case therefore could not provide any further information or a lot number for the device. The device will be returning for evaluation.

Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4). The lot number is unknown.

Event description:
Additional information reported from the affiliate stated that the procedure was completed by using a new grasper but the doctor did use the same technique. The affiliate also reported that surgical intervention is not planned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. Visual observation revealed that the shear pin was jammed. Therefore, preventing the jaw from opening and closing as intended when the trigger was actuated to test for functionality. Hence, this complaint can be confirmed.however,the reported condition broken cannot be confirmed. Furthermore, visual observation revealed that the device is slightly worn. The laser markings on the device are slightly faded but the lot number is not legible, which precludes conducting a DHR review or a lot specific search in the complaints handling system. One possible root cause for the reported failure can be attributed to field wear and potentially excessive force during use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.